Event description:
It was reported that a remote transmission shows the right atrial (ra) lead has loss of sensing, was unable to measure lead impedance, and no atrial marker shows up on the electrograms indicating no capture. The patient was brought in for evaluation and the ra lead was inactivated by programming to a ventricular only pacing mode. The lead remains in the patient and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).